Event description:
After completion of the whirlpool bath, the patient was lowered to the floor in the whirlpool chair, secured by safety belts. Positioned on the floor, patinet leaned forward in chair and safety belts came loose, causing her to strike her head against the cornor of the shower stall wall, sustaining a 1/2" laceration to the right outer eye brow areainvalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.